Manufacturer narrative:
Visual inspection identified extensive damage to the grooves of the screw head; therefore, the complaint is considered confirmed. The threads of the screw show signs of minor damage and remnants of what resembles tissue indicating that there was an attempt to insert the screw. The DHR (device history record) of this product's reported lot was reviewed and no non-conformance was found. There are no indications of manufacturing defects. The most likely underlying cause was improper alignment and torque which resulted in damage to the screw head. As the device evaluation did not match the reported event, follow up was performed with the distributor who again stated no part of the screw came in contact with the patient. This complaint was initially deemed not reportable; upon completion of the device evaluation on february 28, 2017 the event was reassessed. Unique identifier (UDI) # (B)(4).

Event description:
During a procedure of craniotomy, the screw could not be retained. The name of doctor as well as the detailed information of the substitute product is unknown. The surgery was completed with less than a ten minute delay. It was reported the screw could not be retained on the screw driver prior to the attempt to implant the screw.